Event description:
It was reported to covidien on 07/23/2009 that a customer had an issue with a peritoneal dialysis catheter. The customer reports the catheter was inserted on (B) (6) 2009 and an intervention took place on (B) (6) 2009 to rectify slow flow. On (B) (6) 2009, the dialysis unit was notified of 2 small holes about 4" from skin. Repair kit was used to remove and replace portion with two holes. The patient required prophylactic antibiotics.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.